Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for chronic low back pain and spinal pain reported they had an MRI in (B)(6). This testing caused him a lot of sudden back pain (which was what the device was implanted for) and he "hurt like heck." The patient also experienced a loss of therapy and a loss of stimulation. After this he continued to shake for a couple of weeks following the test, and he had to walk with a "pogo stick." According to the patient the testing "screwed up his unit" and caused the implantable neurostimulator (ins) to stop working in (B)(6). When asked if the ins was charged, the patient stated he didn't know, he just knew it wasn't working. The patient was encouraged to contact his managing physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.